Event description:
The nurse was changing cassette when pca pump alarmed low reservoir. When cassette was removed, it was very full still. After investigating, found the pca tubing was on backwards. Tubing had been changed on the night shift previous day. The patient had pain issues throughout the night. Manufacturer response (as per reporter) for IV tubing set, cadd tubing sethealth professional's opinion:cadd extension tubing is designed with a male luer at both ends of the tubing. This design allows the clinician to inadvertently attach the incorrect ends of the tubing to the patient and cassette. This results in non-delivery of medication. The design of this product is inherently prone to error and should be redesigned to prevent this error.called smiths medical one month afo and filed a product complaint form on product.